Event description:
It was reported that fluid leaked from the base of the needle during administration. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 075 in. Safestep infusion set without y-site was returned for evaluation. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed a leak at the needle/needle housing interface. An attempt to remove the needle from the needle housing after cutting the safety mechanism loose revealed the needle was loose and easy to remove with little force. A microscopic observation revealed lack of adhesive along sections of the needle and inside the needle housing. A uv light was used to identify the adhesive under the microscope. Because the infusion set was found to have lack of adhesive, the complaint of a leaking infusion set is confirmed.

Event description:
It was reported that fluid leaked from the base of the needle during administration. There was no reported patient injury. No other information was provided.